Event description:
Patient reported to the emergency room claiming to have been shocked. Device could not be interrogated by ER staff. Device remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.